Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited coating peeling on connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, since the actual product was not sent, we are unable to determine the cause, but it is assumed that the defective item is due to stress from use, external factors, or handling. However, a defective root cause could not be determined. Olympus will continue to monitor field performance for this device.